Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that their onetouch veriovue meter read inaccurately high compared to their feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation since the patient was unable to be contacted, despite numerous attempts, to obtain additional information. It is not known when the alleged inaccuracy occurred or what result(s) the patient obtained which they felt were inaccurately high. No details regarding the patient's diabetes management regimen are known at this time and it is not known whether the patient made any changes to their normal regimen as a result of the alleged product issue. An unspecified period of time after the alleged product issue occurred, the patient "toppled and blacked out". It is not known how long the patient "blacked out" for, but the patient was taken to hospital in an ambulance as a result of this. The treatment which was provided in the hospital was not specified, and no further details regarding the patient;s condition were able to be obtained. No further information was obtained during troubleshooting, but the patient;s meter was requested for evaluation. This complaint is being reported because the patient claims to have obtained inaccurately high readings on the subject meter which led to them suffering symptoms which are suggestive of serious injury after the alleged meter issue began. In addition, the patient required medical intervention from a healthcare professional as a result of this.

Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter and test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. On september 21, 2020, lfs received notification from the FDA that this supplemental was on-hold and had not been successfully received by the agency. Lfs has been engaged with the FDA since september 21, 2020, to agree upon remediation of the on-hold issue. On march 11, 2020, the world health organization (who) declared the covid-19 outbreak as a global pandemic. In line with final guidance published by the FDA in may, 2020, entitled 'postmarketing adverse event reporting for medical products and dietary supplements during an influenza pandemic'; lfs has agreed late reporting of all on-hold supplementals. This submission is included as part of that agreement.